Event description:
It was reported that the patient's implantable neurostimulator overdischarged and was unable to charge when physician mode was attempted (physician mode unsuccessfully attempted 3 times). Additional information has been requested, but was not available as of the date of this report.